Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via fedex in a hospital specimen jar, fully submerged in clear 10% formalin solution. There was circumferential off-white pannus attached to the outflow frame. Leaflets 2 (l2) and 3 (l3) were in the closed position with leaflet 1 (l1) partially open. All leaflets were tan-brown, slightly stiff yet flexible except where host tissue extended from the inflow and outflow. There is a tear on leaflet 1 (l1) adjacent to the margin of attachment. The leaflet tissue appeared textured and frayed along the tear. The manufacturing sutures on the margin of attachment appeared intact. Off-white pannus appeared to fully encapsulate commissures 1, 2 and 3; conditions of the commissures could not be determined. From the inflow aspect, glistening off-white pannus adhered to the inflow crown tips extending to the luminal surface of the valve up to the inflow margin of attachments of all leaflets. Glistening off-white pannus lined the abluminal surface of the skirt. A thin layer of off-white pannus lined the margins of attachments of all leaflets. Unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the angiographic cines shows a transesophageal echocardiogram (tee) that confirms paravalvular leak (pvl). A clip shows a long axis view confirming pvl and aortic insufficiency. A clip shows a 5 chamber view confirming pvl and ai. Another clip shows a short axis view zoomed in confirming severe ai. A summary of the tee clips; confirms that there is severe aortic regurgitation seen on multiple tee views. There is pvl present on the imaging provided, unfortunately, the imaging is unable to confirm a tear in the tissue of the valve or the balloon aortic valvuloplasty (bav)¿s related to this event. Based on the additional information, preliminary assessments of the cause(s) of the leaflet damage noted on the returned valve, and the reviewed tee cines, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet. However, without knowing the actual inflation pressures of the post implant bav, an assignable root cause leading to the leaflet tear and subsequent regurgitation/ pvl cannot be conclusively determined at this time. A review of similar events finds the rate for leaflet damage such as this to be extremely low. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that following the implant the moderate to severe leak was a central leak. Per the physician, the leaflet tear was the reason for the explant. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten months after the implant of this transcatheter bioprosthetic valve, recurrent symptoms and a diastolic murmur were noted. An echocardiogram revealed severe central aortic insufficiency. Subsequently, the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that ten months and three days following the valve implant, the patient's worsening symptoms of shortness of breath began. After the valve was explanted a surgical valve was implanted successfully. There was a leaflet tear noted on the explanted valve near the suture line. It is unknown what caused the tear. If information is provided in the future, a supplemental report will be issued.